Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump and the 21mm breast shields were requested for testing/evaluation. The customer was contacted by a complaint handler on multiple occasions, including in writing, to get additional information and to follow up on return of the product, with no response as of the date of this report. The instructions for use provides instructions for breast shield sizing, including reference to medelabreastshields.com and referral to a lactation consultant for assistance in choosing the correct size breast shield. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as (B)(4)%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018 the customer alleged to medela (B)(4) that she had mastitis, for which she was prescribed an antibiotic, and believes that it was the result of the 21mm breast shields which she was using with her pump in style breast pump being too large, causing issues with not emptying her breasts.